Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that shortly after initial implant of a bi-ventricular system, the patient presented with pain and swelling in the left arm. Interrogation revealed normal function, however an ultrasound of the left upper extremities revealed deep vein thrombosis. The patient was treated with blood thinner medication. A follow-up check about three weeks later found that left arm swelling was significantly improved, and that the clot was resolving. The patient continues to be treated and monitored. All three leads remain in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.